Event description:
Patient presented to the physician with drainage at the neck incision site and the stimulation lead protruding from the incision. Physician prescribed antibiotics. Physician brought the patient into the or 5 days later, opened the neck incision and provided additional slack to the lead. Physician tucked the lead and closed. Physician prescribed antibiotics after the procedure.